Event description:
It was reported that the pump screen was unresponsive and the customer was unable to interact with the device. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the customer to perform a pump reset and a touchscreen test, which failed to resolve the issue, resulting in the replacement of the pump. The customer, informed about the need for replacement, declined to share what backup therapy they would use and was provided instructions for returning the problematic pump within the warranty coverage.